Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
2020-01-17, rtg snow, rtg0005430 (hcp): information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported the caller reports the notes show that part of the lead was left in pelvic cavity post system removal in 2010. Caller doesn't know why system was removed. There were patient symptoms reported, and no further patient complications are anticipated or expected as a result of this event.